Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue; cap will not attach. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: on examination, there was visible corrosion and rust inside the battery compartment. The battery compartment was found to be cracked on the side at the threads and along the bumper pad toward the case seal and below the bumper at the case seal. A leak test was performed and revealed moisture ingress at the site of the battery compartment crack. The battery cap that was returned with the pump for investigation was found to be intact without damage and the cap was able to be attached to the pump properly. Investigation confirmed the alleged moisture ingress, but did not confirm or duplicate a damaged battery cap that would not attach to the pump. The pump was opened for further investigation and there was no evidence of moisture inside the pump¿s internal compartment. Unrelated to the original complaint, the display screen was noted to be dim and discolored.